Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer will remove the device from use and get a replacement. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.